Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment of the touch position. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.